Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was reported that it was impossible to drop the clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was reported that it was impossible to drop the clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received on may 12, 2025: it was clarified that the main problem of the device was that the clip would not grasp or close onto the tissue.

Manufacturer narrative:
Block h2 (additional information): additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on may 12, 2025. Block h6 has been updated to code clip poor bite deeming this a non-reportable scenario, due to additional information received on may 12, 2025.